Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that after a gastrectomy procedure, there was leaking from the staple line. Additional suturing was performed. There were no adverse consequences to the pt.